Event description:
A cartridge change error was reported with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially faced difficulty in loading the cartridge onto the pump despite following instructions from technical support. However, with assistance, the customer successfully filled and loaded a new cartridge, allowing insulin therapy to resume.